Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer¿s blood glucose level was 346 mg/dl at the time of incident. Customer stated that the infusion set had bent cannula and product was not adhering. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.